Manufacturer narrative:
(B)(4). The device will not be returned back to baxter for evaluation. The event history log is unavailable from the customer.

Event description:
The facility representative reported a colleague infusion pump device with a failure code 810:04. The customer was unsure if failure code 810:04 or 810:11 occurred. Complaint (B)(4) was created for failure code 810:11. The event was reported to have occurred during programming / setup. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The software version for this device is currently unknown. No additional information is available.